Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the customer reported the fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was completed as planned and with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.